Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the image was lost for a couple of minutes. A replacement device was used to complete the procedure.